Event description:
I am reporting another separate issue with 30ml bd plastipak syringes bn (B)(6) exp 31/05/2028. We have had one 30ml bd syringe bn (B)(6) exp 31/05/2028. Passed out of the unit after being opened in the isolator unused for me to pass on to bd. The syringe appear to have fragments of plastic damage within the plastic. The picture is also attached and screen shot below. We have used several syringes of the same bn without any issues and only one has been reported to me, I have asked our staff to be vigilant and pass any further faulty syringes to me as we have had a few lately. Please can you let me know if you would like the affected sample I have returning to you. Ill document this issue under deviation (B)(4).

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one photo and one physical sample were provided to our quality team for investigation. Through visual inspection, a scratch on the edge of the barrel was observed. A device history review was performed for the reported lot 2306006, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, the scratch likely generated during movement of the pieces within the manufacturing equipment. Based on the preventive measures in place and the current inspection plan, we believe this is an isolated incident with an unlikely reoccurrence. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(6): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device problem code: a0415 - problem associated with an undesirable shallow cut or narrow groove in the surface of the device materials. Patient problem code: f27 ¿ no patient involvement.

Event description:
I am reporting another separate issue with 30ml bd plastipak syringes bn 2306006 exp 31/05/2028. We have had one 30ml bd syringe bn 2306006 exp 31/05/2028 passed out of the unit after being opened in the isolator unused for me to pass on to bd. The syringe appear to have fragments of plastic damage within the plastic. The picture is also attached and screen shot below. We have used several syringes of the same bn without any issues and only one has been reported to me, I have asked our staff to be vigilant and pass any further faulty syringes to me as we have had a few lately. Please can you let me know if you would like the affected sample I have returning to you. Ill document this issue under deviation (B)(4).